Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced angina and in-stent restenosis occurred. The patient presented due to unstable angina. The first 80% stenosed and 10mm long target lesion was located in the mid left anterior descending (lad) artery with a reference vessel diameter of 2.5mm. The first target lesion was treated with direct stent placement using a 2.5x12mm promus element stent, resulting in 0% residual stenosis following post-dilation. The second 80% stenosed and 15mm long target lesion was located in the proximal lad with a reference vessel diameter of 3.0mm. The second target lesion was treated with pre-dilation and placement of a 3.0x32mm promus element stent, resulting in 0% residual stenosis following post-dilation. (B)(6) 2012 - the patient presented due to instable angina and was hospitalized. The physician observed 70% proximal edge restenosis of the previously placed stent in the proximal lad, which was treated with placement of an unknown manufacturer's stent, resulting in 0% residual stenosis. The patient was discharged two days later.

Event description:
Same case as MFR # 2134265-2012-05099. It was further reported in (B)(4) 2012, troponin value was found to be elevated and a non q-wave myocardial infarction was reported. No ischemic symptoms were observed. No action was taken to treat the event. The events were considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Patient year of birth: 1966. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).